Manufacturer narrative:
H3: product receipt/condition: 1 opened sample, part and lot numbers [no information]. Although there was initially no information on the part number, the device configuration was consistent with a visao bur tang. Only the bur tang, not the entire curved bur, was returned. The service report (403488366) noted drill (handpiece) had a piece of a bur stuck inside housing and bur was removed. Visually, there were striations on the mid-section of the device and the distal end had indentations which the latter was consistent with tool marks. The overall length of the bur tang shall be 0.750 ± 0.005 inches, and the actual measurement was 0.750 inches which was in specification. The outside diameter of the distal portions (shaft) of the bur tang shall be 0.0919 ± 0.0003 inches and the actual measurements were between 0.0919 and 0.0921 inches which were in specification. The outside diameter of the proximal portion (lip) shall be 0.056 ± 0.002 inches, and the actual measurement was 0.057 inches which was in specification. Functionally, the device could not be functionally tested due to only a portion of the bur being returned and the inability to load the device into a handpi ece. In the returned condition, there was no out of specification condition that was related to the complaint. However, the re were striations on the outside diameter of the shaft which were consistent with wear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no customer comment. There was no known patient impact. In drill analysis it was found that the drill bur was stuck and broken in the handpiece.

Event description:
It was reported that during set-up the visao drill was malfunctioning. The bur got stuck and broke while removing from the handpiece.

Manufacturer narrative:
B5: updated as per additional information the bur broke while removing from the handpiece, which meets the 'no' criteria. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.